Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the pt experienced a loss of therapeutic effect on one lead. Impedance on 9-10 was less than 50 ohm. The extension was replaced. Lead impedance was ok during the revision. The pt outcome was ok.